Event description:
During a total laparoscopic hysterectomy procedure while making a colotomy, there were a few sparks when the spatula cut through the tissue and touched the rumi ii koh right. There was no harm to the pt or surgeon.

Manufacturer narrative:
Multiple attempts to obtain further info regarding the incident from the hospital have been unsuccessful. The device was discarded by the hospital staff. There has been no reported pt injury. This incident will be logged into the complaint system for trending purposes. If further info becomes available gyrus (B)(4) will investigate and update the agency accordingly.